Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 upon an operating system update, the transmitter became unpaired from the smart device. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the transmitter unpairing could not be determined. A root cause could not be determined.